Manufacturer narrative:
Concomitant medical products: 6935m-62 lead implanted: (B)(6) 2015, 4076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had possible high threshold and an alert was triggered for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.